Event description:
This report is to advise of an event observed during analysis confirming frayed and exposed wires of the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Prior to the initial complain a new incidental finding was discovered. The returned power supply revealed open and exposed wires causing the unit not being able to power on.